Manufacturer narrative:
The controller con211219 was returned for evaluation, but the pump hw25637 was not returned. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis of the controller revealed that the controller passed visual examination and functional testing. The reported event was confirmed via review of the log files which revealed multiple vad disconnect alarms and a vad stopped alarm on the reported event date ((B)(6) 2016) on con211219. One controller power up event was logged on (B)(6) 2016 without associated motor start indicating that the pump failed to restart. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware has initiated an investigation to address events related to pump not being able to restart. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a vad stop. A vad stopped alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The device has being returned, and analyzed as part of the event. Serial #: (B)(4) catalog #:1407de exp. Date: 02/28/2017 mfg. Date: 02/28/2016. (B)(4). Device remains implanted.

Event description:
It was reported from the site that the patient had a pump stop occur 3 weeks after implant and could not be restarted. It was stated that a controller exchange was performed and that the pump was able to restart. The site reports that driveline and power sources were securely connected. It was further stated that the patient was stable. No additional information available.